Manufacturer narrative:
H3 - device evaluation: lens was returned with residue/debris on product, in a specimen cup. Visual inspection found one of the haptics torn and residue on lens surface. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a 13.2mm, tmicl13.2, -11.5/2.5/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchange for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event was unknown.